Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A faradrive steerable sheath clear hemostatic valve was reported as damaged. It was reported that during a procedure a faradrive steerable sheath clear and a farawave catheter were selected for use. The faradrive steerable sheath clear had the hemostatic valve broken. While using the farawave catheter a spline planarity issue occurred. The procedure was completed. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
B5 describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A faradrive steerable sheath clear hemostatic valve was reported as damaged. It was reported that during a procedure a faradrive steerable sheath clear and a farawave catheter were selected for use. The faradrive steerable sheath clear had the hemostatic valve broken. While using the farawave catheter a spline planarity issue occurred. The procedure was completed. No patient complications were reported. It was further reported the faradrive steerable sheath clear and farawave catheter were exchanged. The devices were disposed.